Event description:
On (B)(6) 2015, a reporter contacted animas alleging that there was an intermittent power issue. The reporter stated that there was moisture in the battery compartment. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 09/25/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the pump failed a leak test due to a battery compartment crack. There was evidence of moisture on the battery canister. A review of the pump's black box data showed unexplained pump reboot events occurred on the date of the complaint. The pump was run for 24 hours with no power issues duplicated.